Event description:
On (B)(6), 2011 it was reported the pump remaining insulin reading was incorrect. There was no adverse event associated with this issue. The pump was replaced and requested returned for investigation.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the insulin remaining feature was tested with no discrepancies found. The pump was exercised until 20 units were remaining and the pump alarmed appropriately; the cartridge was removed and visibly confirmed 20 units left in the cartridge.